Manufacturer narrative:
This report is filed january 8, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed february 18th, 2016.